Event description:
A report was received that the patient had a small epidural hematoma which was believed to be procedure related. The patient underwent an explant procedure and was doing well post-operatively. No malfunction suspected.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.